Manufacturer narrative:
Results: the lantern was fractured approximately 113.0 cm from the hub. The liner within the microcatheter was stretched approximately 1.0 cm distal to the fracture. During functional testing, a demonstration guidewire was unable to be advanced through the lantern due to damaged liner on the distal tip. Conclusions: evaluation of the returned lantern confirmed a distal tip fracture and revealed that the liner within the microcatheter was stretched. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and a guidewire. During the procedure, the physician decided to remove the lantern from the patient and encountered resistance during retraction. After the lantern was removed, the physician noticed that the distal tip of the lantern had unraveled. Therefore, the lantern was no longer used in the procedure. The procedure was completed using another lantern. There was no report of an adverse effect to the patient.